Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. (B)(4).

Event description:
It was reported that during a gastric sleeve procedure, during surgery, in the sixth reload; gold, the blade of the device stopped cutting and started to push the stomach portion stuck in the device. It was needed two additional reloads and a new stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.